Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The foot was parked properly inside the needle guide. The lever was activated several times and the foot deployed and parked without a problem. The reported difficult to remove was not confirmed. Based on visual and functional analysis of the returned device, the incident was related to the operational context during the use of the device. A review of the lot history record revealed no non conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was achieved using a proglide with a 7fr sheath, after an structural heart interventional procedure. Reportedly, following deployment of the sutures and retraction of the feet, the device could not be removed. Twenty minutes of manipulation and excessive force were used to remove the device. The sutures of the proglide device remained in place and hemostasis was achieved with the deployed sutures. A significant delay in the procedure of twenty minutes occurred. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.